Event description:
The customer alleged an error code that suggests the ventilator became inoperative while in pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and noticed customer was using heliox instead of air. The unit passed extended self testing after replacing the hellox with air. Customer has been advised on the proper usage of the ventilator.